Event description:
It was reported to boston scientific corporation (bsc) that a jagtome revolution pro rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure to treat common bile duct (cbd) blockage by a pancreatic mass performed on (B)(6) 2026. During the procedure, the patient was found to have a cbd obstruction caused by extrinsic compression from a pancreatic mass. Initial cannulation was attempted using a non-bsc device for approximately 25 minutes but was unsuccessful. The device was then changed to a jagtome revolution rx 39, and cannulation was attempted for an additional 10 minutes. During these attempts, the guidewire repeatedly met resistance to cannulate into the pancreatic duct. A perforation occurred when the guidewire looped back on itself and penetrated the wall of the common bile duct and mucosa, entering the duodenal lumen without passing through the sphincter. Prophylactic treatment was administered by giving the patient indomethacin after having repeatedly cannulated into the pancreatic duct as a method of preventing or alleviating the onset of post ercp pancreatitis. Due to the perforation and associated minor bleeding, the procedure was aborted as it was deemed unsafe to continue. Following the perforation, the patient did not reflect much bleeding though there was some however, no further interventions were required with regard to hemestasis.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf impact code f2304 captures the reportable event of prophylactic treatment. Imdrf impact code f14 captures the reportable event of prolonged procedure.